Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock. Approximately 2 days after explant, of the device, the patient endured an ischemic stroke. The physician could not rule out the impella as a possible casual/contributory factor. Additionally, the patient suffered an access site bleed in relationship to the impella which prompted blood product delivery.